Event description:
Indication for procedure: malfunctioning pacemaker rv lead (initially implanted in 1997) procedure: the rv lead was damaged and the physician was only able to insert the lld to the svc turn. He began with a 14f sls, making little progress past the clavicle due to heavy calcification. Chose to upgrade to a 16 f sls at this time, and was able to lase to the svc/ra junction, but was unable to progress further. The physician then removed the sls and the pt's blood pressure dropped from 112/68 to 58/32. A pericardiocentesis catheter was inserted at this time, and removed 180ml of blood from the pericardial sack. The blood pressure recovered and the physician continued with the lead removal, successfully extracting the lead and implanting a new lead. The pt's blood pressure again began to drop, CT surgeon was paged, and an emergent thoracotomy was performed. The svc/right atrium junction was repaired. The pt was stabilized, moved to the or and case completed.

Manufacturer narrative:
Device analysis: the device utilized in this case were unfortunately disposed of during the code. A lot history was unable to be reviewed. Physician reported the spnc devices were not the causative factor in the pt's injury.